Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during a lasik procedure of the right eye the flap was thin and had a fish scale like appearance. The doctor indicated the flap was hard to lift and tore. A bandage contact lens (bcl) was placed on the eye to hold the torn area in place. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that all started treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. A review of the image in the provided patient treatment report, a vertical gas breakthrough (vgb) occurred inferiorly in the left eye. According to the treatment report, the desired flap thickness was 90 microns, which is the minimum possible with highest risks. However, fluid and corneal lacrimation may have built a fluid layer, additionally reducing the flap thickness. This gas accumulation was then released through the bowman¿s membrane and accumulated again between gas and applanation cone. Consequently, after such vertical gas breakthrough (visible around the upper area of the flap) the affected area usually remains uncut. The image shows a slightly decentered flap. The canal position is good and the bubbles document a proper opening of the canal. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the reported issue may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. (B)(4)